Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 303 mg/dl. Customer declined to provide their back up insulin therapy method while pump is being replaced.